Event description:
It was reported that a user on the first week of ilet experienced hyperglycemia at 201 mg/dl while using an infusion set, with the device displaying an ¿insulin out¿ alert; troubleshooting determined the user had announced a usual breakfast and then ran out of insulin, after which supplies were changed and therapy resumed. Customer care provided support that included guided troubleshooting and education. Investigation of this case revealed that insulin depletion led to insufficient insulin delivery, resulting in hyperglycemia, and the condition improved after replacing supplies and restoring insulin. No clinical symptoms associated with hyperglycemia reported. Outcomes included elevated blood glucose that required user-led supply change without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear given the event context and user-related insulin depletion. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.